Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "modest contracture" "baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "modest contracture" "rupture". Visual analysis of the photographs identified: red particle material on the shell. Opening on posterior side device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Explanting physician reported right side rupture and "modest contracture" baker grade iii. The device has been explanted. Patient was treated with "anti-inflammatories."